Manufacturer narrative:
Correction to section h6 patient codes, evaluation code method, result, conclusion and component codes. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the ht70 v entilator turned off and ventilation stopped after 0-15 minutes with battery operation. Even though the power supply was plugged in and ventilator turned on again, the alarm sounded intermittently and it did not start up. Additionally, it was reported that the battery remaining alarm did not sound. The ventilator was not available for medtronic to evaluate. The ht70 control board and battery connector board were replaced to resolve the problem by third-party service provider tokibo (tkb). One control board was received for failure analysis. Capacitor c155 was found chipped at the lower left corner. Component u114 found to be damaged, the leads were bent and the solder pads had pulled up from the pcba and the traces were damaged. Analysis found faulty printed circuit board assembly (pcba) and would lead to loss of ventilation (lov). One battery connector board was received for failure analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The cause of the event was isolated to faulty control board. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the ht70 ventilator turned off and ventilation stopped after 0-15 minutes with battery operation. Even though the power supply was plugged in and ventilator turned on again, the alarm sounded intermittently and it did not start up. Additionally, it was reported that the battery remaining alarm did not sound. The patient was removed from the ventilator and placed on an alternate ventilator without harm.